Manufacturer narrative:
Product analysis: balloon returned deflated with traces of residue present inside the balloon and blood was visible inside the inner lumen. No stretching was evident to the balloon bond. Negative prep was performed with no issue noted. The device inflated and deflated without issue. The inner lumen patency was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a nc euphora ptca catheter in a patient. It was reported that the balloon was inflated inside the stent and deflation difficulties followed. Patient is alive, no injury.

Manufacturer narrative:
Additional information: the physician was using a nc euphora balloon catheter to treat a de novo straight forward lesion. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. No issues noted when removing the protective sheath / packaging stylet. During the procedure no resistance was encountered during advancement. No difficulties noted during device inflation. The device was not moved or re-positioned. It was reported that the balloon placed inside the stent and inflated. It was reported that upon the first inflation, the device failed to deflate. Concentration of contrast/saline solution was 50/50. No intervention was required to remove the device from the patient. If information is provided in the future, a supplemental report will be issued.